Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during preparation for impella cp implant, the scrub prematurely pulled out the easyguide lumen. A new pump was subsequently prepped for implant.

Manufacturer narrative:
The investigation for the delivery issue has been completed. The device was not returned for evaluation, nor were data logs provided for review. Therefore the root cause of delivery issue was most likely use issue since during preparation for impella cp implant, the scrub prematurely pulled out the red lumen.